Event description:
It was reported that during a stenting treatment procedure, stent damage and slow flow occurred. The procedure treated two lesions, one in the left circumflex (lcx) artery and one in the right coronary artery (rca). A non-bsc guide wire was used in the procedure to successfully treat the lcx artery, but it was noted that while withdrawing the guide wire the coating may have been scraped as the guide wire got pinched by an unspecified placed stent. Next the same non-bsc guide wire, along with an additional guide wire were advanced into the mildly calcified and severely tortuous "s" shaped rca, which slightly strained the rca vessel. The condition of the guide wire was looped. Using a direct stenting technique, a 3.0x24mm taxus element stent was advanced and successfully deployed at 14-16 atms in the distal rca. Then, when attempting to remove the non-bsc guide wire, the guide wire would not move at all. It was forcibly pulled and severe resistance was met noting that "it was like the blood vessel got lifted up" an unsuccessful attempt was then made to advance an unspecified balloon catheter along the non-bsc guide wire. Finally, the guide wire was again forcibly pulled and only the core wire of the guide wire came out, leaving the spring tip portion behind in the patient. The other guide wire in the patient also "got removed, and the stent got damaged". It was not then possible to advance another guide wire through the 3.0x24mm taxus element stent. The patient experienced poor blood flow and was sent to another hospital for CABG surgery for the one blood vessel and the removal of the 3.0x24mm taxus element stent. The physician commented that it was unable to remove the guide wire inserted in the rca, and stent deformation occurred by pulling the guide wire. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).